Event description:
Customer's wife reported her husband was having high blood glucose levels. She stated customer recently linked a new meter to his insulin pump. When the meter sends the blood glucose to the device, the device seems to not give enough insulin. Customer has to deliver more insulin. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The device passed the high pressure test. The cannula was not bent. Customer was advised that high blood glucose levels are often caused by site or set issues. Customer reported his blood glucose this morning was 207 mg/dl. Now it is 88 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.